Event description:
It was reported to boston scientific corporation that a wallstent rx biliary stent was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B) (6) 2010. According to the complainant, the physician successfully implanted a wallstent rx biliary stent to treat a stricture in the mid-common bile duct. However, when the physician went to remove the stent delivery system from the common bile duct, he faced resistance and approximately 6-7cm of the distal tip of the stent delivery system ¿snapped apart from the rest of the catheter¿. The facility reported that the stent delivery system¿s introducer tip ridge got caught in the opening of the flared end after deployment of the stent while withdrawing the catheter. The physician then used a snare to remove the distal tip from the common bile duct with no complications. The procedure was completed with this device with no complications to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
(B) (4) therapy/non-surgical treatment, additional. The complainant indicated that the device has been implanted in the patient and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B) (4).